Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified aorta-iliac artery. A 5.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.